Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the new battery cap did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test; no unexpected off no power alarm. All of the buttons are functioning properly and no damage on the keypad assembly. However, the insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.